Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for left side "the implant on one side was broken and discolored", "pain", "swollen", "hard and stiff breast". Patient reported for left side "intensive pain", "device broken and yellow", "the broken implant has chapped". Device has been explanted.